Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and suggested a patient initiated interrogation (pii) be performed to determine the exact measurement. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection revealed two holes in the one seal plug. The smaller hole is completely through the sealplug and compromising the seal. The second hole is larger and does not go entirely through the seal. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Event description:
--

Event description:
Boston scientific received information that this system displayed a pacing impedance measurement which was out of range. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received confirming the device was subsequently explanted. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4) additional information was received additional details regarding the clinical observations. Impedance measurements were consistently in the 200 ohm range and occasional oversensing and undersensing at multiple programmed sensitivities was noted. The physician decided to leave the patient as is and will wait for further instructions another physician who is currently out of town. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.